Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having a generator change when the physician noted an insulation breach between the right ventricular (rv) pin and yoke on the lead. A pace sense lead was added to the patient's system and the pace sense portion of the existing rv lead was capped. No patient complications have been reported as a result of this event.